Event description:
Anaplastic large cell lymphoma after allergan saline textured implant breast augmentation in 2004, diagnosed in (B)(6) 2020. Right breast alcl, left possible alcl as well. FDA safety report ID# (B)(4).